Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The patient¿s height was 6 ft 1 inches, the patient¿s weight was (B)(6) lbs. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 375cc and suffered from capsular contracture baker grade iii on the left breast implant. The patient has experienced an autoimmune reaction: rheumatoid arthritis. The patient experienced left implant impaired healing. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 375cc on (B)(6) 2019 of the left breast implant. The right breast implant was not removed. This medwatch is for the right breast implant. The patient has a history of macromastia and tuberous breast deformity.